Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported event. He traced the failure back to a compressor damage. The root cause is a hole of the evaporator of the cooling system. This causes the water entering the refrigeration cycle damaging the compressor and leading to the reported issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report of a heater-cooler system 3t shut down during priming. There was no patient involvement.